Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was more than 400 mg/dl. The customer was declined to troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer reported that the insulin pump had hardware low level failures alarm during self-test. Customer was able to successfully clear the alarm. The insulin pump as well reservoir will not be returned for analysis.